Event description:
It was reported that the patient stated their pump was not working since "7 days since it was implanted." It was noted that the patient was to have a magnetic resonance imaging (MRI) study of their hand and the patient noted they have had numerous MRI's since the pump had been implanted. Additional information has been requested, but was not available as of the date of this report. It was thought that the pump was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8598, lot# b004867n16, implanted: (B)(6) 2003. Product type: catheter. (B)(4).